Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations/ anxiety after " a traumatic fall while using a snow-blower." It was reported that the right atrial (ra) lead was fractured, exhibited high/variable impedance and oversensing of noise resulting in inappropriate pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited a rise in impedance.